Event description:
Possible atrial lead under-sensing, some atrial events appear to be falling in blanking/refractory at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).